Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also stated that the ipg was unable to established a connection to the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also stated that the ipg was unable to established a connection to the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively.